Event description:
Updated clinical narrative: the patient was a 54 year old male supported with impella cp and impella rp for acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical condition consistent with scai shock stage e. During impella support, hemolysis was identified, evidenced by elevated plasma free hemoglobin levels (>40 mg/dl), which were noted over the weekend and discussed with the advanced practice provider on or about (B)(6) 2026. The app (advanced practice provider) reported that the positions of both the impella cp and impella rp were evaluated for optimal placement and that device flow rates were subsequently reduced in an attempt to mitigate hemolysis. Escalation of mechanical circulatory support to either impella 5.5 or va ECMO was reportedly discussed during a shock team call; however, escalation was declined by the treating team for unclear reasons. Based on the information available, this event involved patient injury in the form of hemolysis temporally associated with impella support. While the injury was attributed to impella therapy, the specific device (cp versus rp) and definitive root cause could not be determined due to concurrent device use, limited documentation regarding imaging confirmation of pump position, and absence of paired plasma free hemoglobin measurements within 24 hours. No device removal due to failure mode was reported, and product return of the pump is planned for further evaluation. The complaint remains open pending additional clinical details, device analysis results, and downloadable device data. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The patient remains on impella cp support. Additional information received on 4/7/2026 family decided to go with comfort care and the patient expired yesterday afternoon. The impella cp was not explanted during post-mortem care. The death is conservatively being reported to the impella rp flex and impella cp (since it was not specify what device caused the event) but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Additional information received regarding the patient outcome of death; the following fields were updated. B2, b5, h1, and h6.

Event description:
The patient was a 54 year old male supported with impella cp and impella rp for acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical condition consistent with scai shock stage e. During impella support, hemolysis was identified, evidenced by elevated plasma free hemoglobin levels (>40 mg/dl), which were noted over the weekend and discussed with the advanced practice provider on or about (B)(6) 2026. The app (advanced practice provider) reported that the positions of both the impella cp and impella rp were evaluated for optimal placement and that device flow rates were subsequently reduced in an attempt to mitigate hemolysis. Escalation of mechanical circulatory support to either impella 5.5 or va ECMO was reportedly discussed during a shock team call; however, escalation was declined by the treating team for unclear reasons. Based on the information available, this event involved patient injury in the form of hemolysis temporally associated with impella support. While the injury was attributed to impella therapy, the specific device (cp versus rp) and definitive root cause could not be determined due to concurrent device use, limited documentation regarding imaging confirmation of pump position, and absence of paired plasma free hemoglobin measurements within 24 hours. No device removal due to failure mode was reported, and product return of the pump is planned for further evaluation. The complaint remains open pending additional clinical details, device analysis results, and downloadable device data. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The patient remains on impella cp support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data: d4 catalog, serial, and UDI numbers updated/corrected. Investigation summary: hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.